Event description:
It has been reported to philips that, system could not make x-ray. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system could not make x-ray. Review of the system log files showed ¿fd controller not detected by xdds, exposure not possible and possible flexvision error¿, starting at 11:58:32. It was observed from the error log that there was a frontal flat detector issue and there was a communication problem between the flat detector controller (bc) and the image detector (bb). Fse replaced the flat detector controller (flashlite module) and configured the detector controller. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.